Event description:
It was reported that since the implantable pulse generator (ipg) replacement procedure (MFR. Report no.: 3006630150-2023-02577), the patient was not able to charge and connect the ipg to the charger due to its placement. The patient underwent a pocket revision procedure and was doing well postoperatively. The ipg remains implanted and in use.